Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a significant increase in lead impedance. The measurement was outside the acceptable programmed range. The physician chose to increase the range of the right ventricular pacing impedance monitor the lead was otherwise functioning properly and the patient was not adversely affected. The physician chose to continue to monitor the lead.